Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium w/ soft port. Smith & nephew received the above reported complaint for dressings are not compressed and alarm is not activating. No pictures, no samples and no lot number information were provided for evaluation. A device history record review investigation could not be initiated with the limited product information provided, therefore, the complaint is deemed undetermined. When negative pressure is achieved, the dressing appears compressed with a resin-like texture. When the dressing is not compressed, it is possible that the pressure at the wound site has decreased either due to due to presence of a forming blockage at the soft port. However, if admitted air and exudate are still reaching the canister, an alarm will not be triggered. An alarm will be triggered within 3 minutes if a blockage has fully occluded the fluid handling pathway and air and exudate are not sensed by the device. Without additional information, it is not possible to determine a definitive root cause of the problem experienced. There is no indication of any risk or harm to the patient by the description provided. The results of the complaint investigation were undetermined as we were unable to determine the causation for the problem reported with the information provided. Without additional information, no corrective actions are warranted at this time. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: dressings are not compressed and alarm is not activating.